Event description:
Customer reported a hospitalization due to high blood glucose. Customer stated that the insulin pump alarmed no delivery. The blood glucose reading is 400 mg/dl. Customer stated that she treated with manual injection. Customer felt tired, nauseated and vomiting. Hospital is treating with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.